Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor's technician reported a patient with an unexpected outcome post analyzer guided cataract surgery. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the measurements and images. The review noted a 2.0 diopter difference resulting in a system caution. In reviewing with the office, the axial length was measured incorrectly which was entered into the system incorrectly resulting in an incorrect regression coefficients used in the system formula for lens power. The root cause of the reported event can be attributed to incorrect patient pre-operative data that was entered into the system. The manufacturer internal reference number is: (B)(4).